Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by changing the pump supplies and manual insulin injection. Reportedly, on 12/24/23 the customer went to the hospital. Multiple follow up attempts were made by tandem technical support to gather additional information, however, no response was received by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.